Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the csicu, the guide wire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire. No other components were received. The customer also returned a photo of the kinked guide wire. The guide wire was kinked just beyond the j- bend in the photo. Visual examination of the returned guide wire revealed three kinks and one large bend near the distal end of the wire just beyond the j- bend. The j- bend was opened. The kinks were measured at 6 mm, 1.6 and 2.4 cm from the distal weld. Microscopic examination confirmed the three kinks in the returned wire and one large bend. Microscopic examination revealed that the three kinks had offset coils and that both welds were full and spherical. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 681mm in the total length and exhibited an outside diameter (od) measured 0.843 mm. The returned guide wire was not within specification for length and od of the guide wire packaged in the reported kit per guide wire graphic (length: 596 - 604 mm and od: 0.788- 0.826mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The other remarks: device history record review was performed and did not reveal any manufacturing related issues. Since origin of the returned wire is unknown and since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.